Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "B.braun received and attended the case on (B)(6) 2022 to download history. Medication: IV etoposide.. According to nurse's input: incident occurred on 17 march, unable to confirm the time. Nurse described the infusion bag left 270mls based on physical estimation after an hour of infusion which supposed to be empty. Based on the history logs extracted from sn(B)(4): infusion started @ 1337hours, rate 507ml/hr, vtbi: 507mls, total volume of 507.01ml was infused @ 1441hrs. Multiple of air bubbles alarms occurred and acknowledged. Vtbi was reset for 3 times after nurse discovered there was remaining volume in the infusion bag. Vtbi: 200mls @ 1444hrs, 30mls @ 1508hrs and 30mls @ 1513hrs. Entire infusion bag was completed subsequently uneventful. As confirmed with nurse, no further complication reported after the event. Patient's condition not affected. No abnormality or discrepancy found from the history logs."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint could not be confirmed. The sample was not available, only the history log was analyzed. No abnormalities were found in the device history.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion". "B.braun received and attended the case on 21 march 22 to download history. Medication: IV etoposide.. According to nurse's input: incident occurred on 17 march, unable to confirm the time. Nurse described the infusion bag left 270mls based on physical estimation after an hour of infusion which supposed to be empty. Based on the history logs extracted from sn (B)(6): infusion started @ 1337hours, rate 507ml/hr, vtbi: 507mls, total volume of 507.01ml was infused @ 1441hrs. Multiple of air bubbles alarms occurred and acknowledged. Vtbi was reset for 3 times after nurse discovered there was remaining volume in the infusion bag. Vtbi: 200mls @ 1444hrs, 30mls @ 1508hrs and 30mls @ 1513hrs. Entire infusion bag was completed subsequently uneventful. As confirmed with nurse, no further complication reported after the event. Patient's condition not affected. No abnormality or discrepancy found from the history logs."